Event description:
Customer reported to have taken blood glucose readings throughout the day and reported glucose results were high. Customer reported taking a high dosage of insulin based on these results. Customer lost consciousness and was transported by an ambulance to the hospital and treated by an emergency physician. Customer also reported that on different occasions, they received simultaneous comparison measurements from two different freestyle meters that varied more than 20%. The reported comparisons are as follows: - hi (>500 mg/dl) vs. 234 mg/dl, - 289 mg/dl vs 213 mg/dl, - 55 vs. 124 mg/dl.